Manufacturer narrative:
A scratch mark in the optic during the implantation of the intra ocular lens (iol) in the eye was reported. A sample was not received at the manufacturing site for evaluation for the report of a scratch mark in the optic during the implantation of the iol; therefore, the condition of the product could not be verified. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, it was noted that the there was a scratch mark in the optic of the lens. Hence the lens was removed and replaced with another lens during the same procedure. Additional information was received stating that, the surgeon believes that, the injector plunger might have caused the scratch in the posterior side of the lens.